Event description:
Hcp reported catheter dislodged. The device was explanted but not returned to the MFR for analysis. The pt later died due to respiratory arrest/not using CPAP for pt's sleep apnea/unrelated to device.